Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) was performed surgery at l3 due to degenerative discs, facet osteoarthritis, lower backpain, quadriceps parese. Intra-op, the probe was broken when surgeon wanted to remove the pedicle probe out of the s1 and implanted pedicle screws. Part of the lumbar probe is still in the patient, approximately 2 cm at the level of s1 right side of the patient. No other patient symptoms or complications were reported as a result of this event. No additional treatment or surgery performed and no operation is scheduled to remove the broken fragment of the device that remained inside the patient.

Manufacturer narrative:
Radiological image review results: intra-op films for l4-5, fusion provided. By report one of the pedicle probes broke in s1. It is difficult to see this on the provided x-rays. A small fragment in the sacrum would be difficult to remove and likely posses little risk. Product analysis results: visual optical hardness visual and optical inspection confirmed approximately 20 mm of the instrument tip has been broken off and the remaining lower portion has been twisted. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material movement. This type of damage is consistent with a bend stress overload/twisting motion. If information is provided in the future, a supplemental report will be issued.